Event description:
The customer returned the device stating, "downstream occlusion (dso) seal delaminated and bubbled"; during device evaluation it was found the downstream occlusion (dso) seal was separating from the plate. The event occurred during testing.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "downstream occlusion (dso) seal delaminated and bubbled" was confirmed through visual inspection. The dso seal was separating from the plate. The probable cause was worn/defective dso seal. The dso seal was replaced. Performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.